Event description:
Pump declared alarm 20 during operation but did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, and insulin therapy could not resume. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy. The support team confirmed the shipping address and instructed the customer on returning the defective pump using a pre-paid label.